Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). During testing, the peep values were unstable. The control pc board was replaced. The ventilator was then tested, passed pre-use check and was cleared for clinical use. No parts were returned for investigation. Provided ventilator logs were reviewed. Alarms for high peep were generated in combination with high airway pressure alarms. Since the replaced part was not returned for investigation, the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator generated alarms for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref #: (B)(4).